Manufacturer narrative:
It was reported that when unplugging the unit, it would not turn on. It was also noted that the a 1124-battery failed error code was present. The service engineer replaced the battery to resolve the reported issue. The system fully met specifications and was returned to use. The battery was returned for analysis. The root cause has not been determined. This backup battery will be sent to greatbatch medical manufacture for further analysis, and their findings will be amended to the failure investigations report.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23dec2020.

Event description:
The customer reported error power source issue. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.